Manufacturer narrative:
One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. However, the investigation identified downstream occlusion seal damage. The dso seal was replaced and the device passed all testing.

Event description:
It was reported that the pump had an event of cassette not attached during pre-test. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.